Event description:
It was reported to boston scientific corporation that a two port through the peg jejunal feeding tube (j-tube) was used during a percutaneous-gastrostomy/jejunal tube placement procedure on (B) (6) 2010. The two port through the peg jejunal feeding tube (j-tube) was being used for the purpose of administering medication for advanced stage parkinson's disease. According to the complainant, while the j-tube was being placed the patient stated, "it was difficult and the procedure took two hours." The patient felt good afterwards and the administration of the duodopa medication, was alright, until february 8, 2010 when the following symptoms occurred; severe pain inside the stomach and by the stoma as well as difficult to urinate and blood was coming from the rectum. The patient was recommended to go immediately to the hospital emergency ward. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
The patient followed the recommended advice to immediately go to the hospital emergency ward. The patient was released the same day and still experienced bleedings periodically. On (B)(6), 2010 the physician replaced the j-tube with another endovive ttp jejunal feeding tube.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
It is unknown whether the product has been reprocessed or resterilized. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation as the device has been implanted; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.